Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button has delayed response, and it was getting worse over the months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: there is no visible damage to the keypad. The up button is completely unresponsive. The down, ok, & contrast buttons respond properly. When the keypad was removed contamination was discovered under the up & contrast button contacts. Unrelated to the complaint, the pump's display screen was found to be dim and fading. Replacing the dim oled with a test display was clear and legible.